Event description:
The customer reported that while the unit was in use on a pt, the waveform on the display became erratic when the ECG size, freeze, or ref. Down keys were pressed. The pt was switched to another unit and therapy was continued. No pt injury was reported.